Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'faulty downstream occlusion' was not reproduced. Evaluation performed downstream occlusion test and passed. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.